Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main board and turbine board. The parts were replaced and the operational verification procedure was completed. The unit is meeting all service specifications. In the event the suspect faulty main board or turbine board are received for evaluation a follow-up report will be submitted.

Event description:
The customer stated that while on a patient the unit alarmed "xdcr fault, high pip, low pip, and low ve." There was no harm to the patient, the ventilator was switched out.

Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduced the reported incident and isolate it to a faulty exhalation flow transducer. This failure is part of an internal investigation.